Event description:
During a routine visit to the clinic, the surgeon reported that the patient had been seen at the hospital due to delayed wound healing following surgery. However, no signs of inflammation were noted at the time of suture removal. Furthermore, the patient is known to be hiv-positive. Therefore, the delayed healing process was not considered unexpected by the surgeon, who prescribed specialized wound dressings accordingly. Activation will be postponed until complete wound healing has been achieved. No further information is available at this time.